Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead recorded high out-of-range shock impedance measurements. Approximately seven months prior, technical services (ts) noted that the shock impedance had reached out-of-range values, which could be related to the recent gradual rise advisory. Ts recommended further evaluation to determine if lead replacement is required. No adverse patient effects were reported. This rv lead remains in service.